Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) ECG leadwires and/or bp transducer cable were not functioning. There was patient involved and no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit was missing the bp adapter cable plugged in. Both ECG leadwires and/or bp transducer cable were tested and found not to be defective. No faults found with the iabp when tested with a test catheter and patient simulator.